Event description:
It was reported to resolve that on (B)(6) 2025 a patient underwent a primary surgery with the synthes orthopedic cable system. The surgery was completed successfully. On (B)(6) 2025, a revision surgery was performed to correct misalignment. During the primary surgery, the cable was used to reduce the fractured diaphysis, however the distal bone fragment was fixed with excessive internal rotation, which made rehabilitation difficult.